Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly. The customer's blood glucose reading was 300 mg/dl. The customer had issues with filling the cannula. The customer was unable to exit the preparing to prime loop. During troubleshoot, insulin kept coming out. The customer declined to troubleshoot for high readings.